Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. After a guide wire crossed the lesion, a 3.50 x 20 synergy ii drug-eluting stent was implanted to treat the lesion. However, upon removal of the stent delivery system (sds) through the guide catheter, the monorail portion of the device detached and became stuck in the guide catheter. Subsequently, the entire system was removed and another guide wire and guide catheter was used to complete the procedure. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent had detached from the device and was not returned. A visual and tactile examination found no issues with the profile. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found the shaft had separated at the port bond. The proximal end of the device including the midshaft, hypotube and hub were not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. After a guide wire crossed the lesion, a 3.50 x 20 synergy ii drug-eluting stent was implanted to treat the lesion. However, upon removal of the stent delivery system (sds) through the guide catheter, the monorail portion of the device detached and became stuck in the guide catheter. Subsequently, the entire system was removed and another guide wire and guide catheter was used to complete the procedure. No patient complications were reported and the patient's status was okay.